Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire broke and one piece remained in the patient. During a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the pt2 guide wire broke in the coronary vein of the left ventricle. The crt-d system was implanted and the broken piece remained in the vein of the patient. It was unknown if attempts were made to retrieve the broken piece. There were no adverse events and no further patient complications occurred.